Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/14/2014 with the following findings: during visual inspection, no external damage or cracks was observed on the pump case or battery compartment. The returned battery cap threads were found to be stripped. The battery cap was not able to be secured or removed from the returned pump and a test pump due to the thread damage. A test battery cap was used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged that the battery cap was not able to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.